Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller in the correct method of pressing the button and assisted the caller in removing the pump from its case. Following these steps, the caller confirmed that the button was functioning as intended.